Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured november 10-14, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over-infused; further described as "infusion time has been considerably reduced". This was observed during patient use. The expected therapy time was 46 hours; however, the therapy completed after 24 hours. The dose was 4000mg and volume 92ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.